Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an office visit when a tablet device was put near the ICD to test if device detections would be turned off, detections were suspended due to the magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.